Event description:
It was reported that the user experienced hyperglycemia after issuing multiple meal announcements, then disconnected from the pump to administer a subcutaneous humalog injection before reconnecting; the user acknowledged announcing meals as a correction and completed a factory reset per guidance. Customer care provided technical support including guidance that meal announcements should not be used for corrections. Investigation of this case revealed an unclear cause of hyperglycemia in the context of uncertain carbohydrate intake and off-system correction dosing. Symptoms included sleepiness associated with a reported glucose of 195 mg/dl. Outcomes included no alarms and completion of troubleshooting and education on proper meal and correction use. It was concluded that the event was user-related with cause of hyperglycemia unclear and that the device function could not be fully assessed without return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.